Event description:
Pt has been hospitalized three times since vns implant due to exacerbation of pre-existing chronic obstructive pulmonary disease. It was reported that the pt had a cough due to their copd prior to vns implant, but that their cough is "deeper" since the implant. Investigation to date has been unable to determine whether the vns therapy is a contributing factor to the reported event.